Manufacturer narrative:
This report field (B)(6) 2015.

Manufacturer narrative:
Device not yet recieved by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to infection.